Event description:
It was reported that this right ventricular (rv) lead has been exhibiting high, out of range shock impedance (greater than 158 ohms). This shock impedance has been a gradually rising. A technical service (ts) reviewed device data, and recommended lead integrity testing including provocative maneuvers, x-ray images and pocket manipulation. Ts suspects that the high impedance measurements are due to ionization and/or calcification build up on the lead due to the lack of shock therapy required. The patient has not had shock therapy since 2010. No adverse patient effects were reported. This rv lead remains implanted.